Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference, user's test strip had poor fill. No additional information obtained, the manufacturer we will continue to try and contact the complainant for additional information, this is the information available at this point.

Event description:
(B)(6) emailed manufacturer's regional manager of nipro diagnostics, inc with the following complaint: product complaint for the trueresult monitors reading anywhere from 20-30 points high or low. The male patient ended up going to the emergency room (e.r.) And was admitted for 2 days. He was then discharged, and as far as (B)(6) knows he is doing fine. He does not return her phone calls. She did set him up with another ndi meter.